Event description:
It was reported by a customer in the USA that, during patient use while performing a "bronc tube test," an 840 ventilator stopped cycling. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and could not duplicate the reported malfunction. No parts were replaced. While taking the tube out of the patient the respiratory therapist did not turn the vent off or open the circuit, which caused the vent to have an occlusion after three breathes, as the software is built to do. This caused the vent to shut the safety valve, resulting in the inoperative status. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).